Manufacturer narrative:
Concomitant medical products: product ID 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was getting "adjust antenna screen" on the inrs. Patient was not able to connect to the ins with the pp. Patient stated he last charged the ins on wednesday, june 17th and was able to get a full charge. No symptoms reported. No further complications were reported/anticipated.